Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would power off and restart on it's own. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the reported malfunction. The device successfully passed the final test procedure, was recertified, and returned to the customer. The multifunction cable and receptacle were replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.